Manufacturer narrative:
Conclusion: the reported event was confirmed. The joint pin dissociated, causing the locking knob and spring to become disassembled from the cutting block body. The joint pin, hole, and weld size were dimensionally within specification. The pin and elemental constituents were consistent with a 455 ph stainless steel. No material or manufacturing defects were observed on the returned device. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The lm/rl 2-1 pkr cutting block lock/unlock knob broke intra operatively for a hemi arthroplasty procedure.

Event description:
The lm/rl 2-1 pkr cutting block lock/unlock knob broke intra operatively for a hemi arthroplasty procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The lm/rl 2-1 pkr cutting block lock/unlock knob broke intra operatively for a hemi arthroplasty procedure.